Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned inserted in the introducer sheath. Visual inspection of the device revealed that the main coil had stretched, there was damage to the coil suture (break). The main coil was found to be broken as well. The proximal contact and delivery wire were kinked, likely due to handling. Functional testing could not be performed due to the damaged condition of the returned coil. It is likely that the main coil was damaged during use thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken. No consequences to the patient were reported.